Event description:
The customer reported that his adc meter "turn(s) on with button but not with strips", and therefore, not being able to obtain his blood glucose level. As a result of being unable to test the customer "was found in the bed" and experienced symptoms that were described as "difficulty breathing and could not talk". The paramedics were called, a reading of 35 mg/dl was obtained on an unspecified brand meter and the customer was administered "IV with glucose". It was further reported that the customer was transported to the hospital, diagnosed with hypoglycemia and treated with glucose intravenously, "fluids, saline solution, and glucose solution". The customer denied self-treatment or being administered any medication that had not been previously prescribed. There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).